Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed error test and displacement test due to failed batt test. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 120 mg/dl. The customer reported that the top of battery compartment broke off. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.